Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number:. 1627487-2019-08248, 1627487-2019-08249, 1627487-2019-08251. It was reported that the patient was seen for a post op programming and a flouro scan confirmed that three leads migrated and l1 lead remained in place. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Lead migration was reported to abbott. The replacement lead and the issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their leads explanted and replaced. Effective therapy was established post op.